Event description:
Patient with aortic stenosis and aortic insufficiency and left ventricular hypertrophy s/p aortic valvotomy('80) s/p bicuspid valve underwent an aortic root replacement using a 24mm aortic homograft on 1998. Due to patient's native anatomy, the homograft l coronary sinus was scalloped during implant. After closure of aorta, echo showed l coronary leaflet to be regurgitant. Aorta was reopened revealing normal coaptation. Due to long pump run and need for definitive repair, the homograft was explanted and replaced with a mechanical valve. The site does not relate the event to the homograft.